Manufacturer narrative:
After clinical review of this complaint file, it was determined that the most likely cause for left-sided capsulectomy was capsular contracture. If additional information is received in the future, this file will be updated and reassessed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis (right device) and an unspecified mentor saline breast prosthesis (left device) consulted with a surgeon who recommended surgery for a capsulectomy on her right breast. The patient had the capsulectomy performed on her right breast later in 2012. In addition, the patient reported feeling pain in her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.